Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in a endovascular treatment of a 55.8 mm abdominal aortic aneurysm. The proximal landing was an open stent graft, and the distal landing was an artificial blood vessel. There was a saccular aneurysm in the bio prosthetic blood vessel. It was reported that during the index procedure, after all the stents grafts and the proximal capture were deployed, it was noted that one of the inner stents of the first stent appeared to be stuck with the capture, where difficulties to fully deploy the stent was then encountered. It was reported that after few attempts, the delivery system was forcibly removed, but the proximal end of the stent graft was not d eployed in a normal shape. It was stated that when the delivery system was being removed, the distal part of the stent graft slipped up and the non-medtronic stent graft was implanted inside the vessel, as the seal could not be secured for lumen completely. Final angiogram was not performed, as the patient is allergic to contrast agent. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient will be monitored.